Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser failed during a surgical procedure. An alternate laser was used to complete the procedure with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, a printed circuit board component was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 24, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming printed circuit board component. How or when the pcb became nonconforming cannot be determined conclusively. (B)(4).